Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found the adhesive around the objective lens is peeled. Based on the results of the investigation, it is likely that the following led to the malfunction: random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope experienced image noise. There were no reports of patient involvement.